Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2016. The reaction was located on the right arm below the adhesive patch and was described as itchy skin with red bumps, yellow ooze, bad smell and a skin reaction that would not fully heal, but turn into scar tissue. The patient's mother stated that the skin reaction was a very painful irritation that results in infection and scarring. Patient's mother reported using dexcom sensors for about 1.5 years without any skin irritations. The skin reactions started approximately 6 month ago and since then become progressively worse. The patient has unspecified heart condition that was described as masking symptoms of hypoglycemia. The patient is brittle diabetics. However, due to the strong skin reactions, the patient is unable to use sensors. At time of contact the patient's condition was ok. No additional event or patient information is available. A photograph of the reaction was provided by the patient's mother and reviewed for evaluation on (B)(6) 2017. Complaint for skin reaction was confirmed. The root cause could not be determined post investigation. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly.